Manufacturer narrative:
Catheter model: 8596sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk.

Event description:
It was initially reported that the catheter was disconnected from the pump and during surgery when the pump pocket was opened the catheter was noted to be leaking. It was further added that patient had experienced withdrawal. It was later reported that patient had been experiencing increased pain and had been feeling nauseated. The physician replaced the existing pump connector as the original connection had a small tear in a portion of the catheter where the pump connector connects to the catheter. He also explored the anchor site and catheter in the back which was found to be functional. Following revision, patient had recovered and was doing well. Drugs delivered via the device were dilaudid 5mg/ml, 0.5mg/day; bupivicaine 30mg/ml, 3.304mg/day and clonidine 1200mcg/ml, 132.1 mcg/day.

Manufacturer narrative:
(B)(4).